Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used reservoir performed manual prime test per using a new lab infusion set along with7xx pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected/locked in place properly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The customer's blood glucose level was 445 mg/dl at the time of the incident. The customer did not mention any symptoms of high blood glucose levels. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer.